Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - 13704. Trade name (B)(6). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the smart set ghv gentamicin 40g (3095-040) was not able to mix properly. This was noticed before use on patient. The cement powder was found to be in block form instead of original powdery form. Upon mixing of the powder with the solution, the cement clumped up together, thus making it unusable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the smartset ghv gentamicin 40g (3095-040) was not able to mix properly. This was noticed before use on patient. The cement powder was found to be in block form instead of original powdery form. Upon mixing of the powder with the solution, the cement clumped up together, thus making it unusable.¿ the retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(6) retest results.pdf¿). Mean dough time: 0 min 46 sec, mean setting time: 10 min 23 sec, mix characteristics: firm, handling characteristics: firm. The reported failure was not repeated in the testing of the retained samples for this lot number. The powder presented as loose and free flowing with no lumps. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed, and this failure mode is included. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment (B)(6) extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. Bone cement should be stored below 25 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: ecm unrecognised lot: 9381666 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 december 2021 no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code.